Event description:
It was reported that a pt experienced seizures, respiratory/cardiac arrest, pneumothorax and brain damage when oxygen/ventilation was compromised. This incident allegedly involved an incorrect attachment of the inner and outer cannula of one (1) size 6 dct, disposable cannula low pressure cuffed tracheostomy tube. The device attachment problem was reportedly observed moments before the incident by the pt's son who also reports that this was brought to the attention of the attending nurse. Limited info is available regarding how long the device was in use, what type of device maintenance was involved and the identity and level of involvement of ancillary, concomitant devices. The MFR has made multiple attempts to contact the named/involved physicians for confirmation and add'l event and device info. The info contained in this report has been solely provided by the pt's son.